Manufacturer narrative:
Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: not applicable. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. Initial reporter name : (B)(6). Phone number - unknown. Based on the results of our investigation, the root cause of the complaint is confirmed as not related to our product or process. The leakage of blood and infusion solution during customer usage is due to a v-shape hole on the catheter tube. The tube might have been punctured by a needle which is only likely to happen when there is reinsertion of the needle to the tube during catheter placement. Lot history file and retention samples were not confirmed since the lot number is unknown. We have 2 stages of 100% visual inspection that can detect catheter tube defects. Defective products are immediately discarded and disposed of. Furthermore, qc conducts visual and functional inspections to check the product quality before shipment. Only lots that passed the final inspection are allowed to be shipped. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported that the user used a surflo 20g when administration route was secured. The blood vessel was punctured, and the hub and route were connected. Leakage of blood and infusion solution were observed from the root of the catheter. Additional information was received on 4november2021: the catheter was confirmed to be punctured which indicates to have been punctured by the inner needle.

Manufacturer narrative:
This report is being submitted, as follow up no. 1, to provide to update section h3. And to provide the completed investigation results. Based on the results of our investigation. The root cause of the complaint is confirmed, as not related to our product or process. We have evaluated the actual sample. And we confirm, that the catheter tube is punctured from the inside by a needle as observed, on the v-shape cut of the hole. Most likely, the needle was reinserted into the tube, during catheter placement. It was only, during administration that the hole was discovered, since the infusion solution and the blood leaked.